Event description:
In (B)(6) 2011, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had initial pain relief but later had a recurrence of pain symptoms. The surgeon believed he saw lucency around the implants. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the existing implants and replaced them with iliosacral screws. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis of the si joint. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7040-90, lot# 7628002533007, manufactured 06/10/11, expires 2014-06; ifuse implant, p/n 7050-90, lot# 7550002452006, manufactured 04/21/11, expires 2014-04; ifuse implant, p/n 7045-90, lot# 7550002452005, manufactured 04/05/11, expires 2014-04.